Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es report was needed that shows all keystrokes and pocket access on this station, as the server reports were not detailed enough. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es report was needed that shows all keystrokes and pocket access on this station, as the server reports were not detailed enough. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the identified issues were related to kernel power. A field service engineer (fse) re-installed remote support service (rss) and replaced mini engine, but the issue persisted. Tss found that the ethernet cable was faulty, so the fse replaced it. The system functioned as intended after the field service engineer repaired the device.